Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during an embolization procedure, the renegade catheter coating split. The anatomical location being treated was the arterio-venous fistula below the knee. The renegade hi flo catheter was inserted into the patient and flushed. The outer coating of the catheter split in half. The device was withdrawn. Another renegade catheter was inserted. An unspecified number of coils were deployed successfully with the renegade catheter. Then a vortx diamond 2/6mm x 8cm coil was inserted and was unable to be deployed. Another vortx diamond 2/6mm x 8cm coil was inserted and also unable to be deployed. The procedure was completed successfully with 25 unspecified coils being implanted. The patient condition was reported as "fine."